Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pain at the site. This device was surgically revise and remains in service. No additional adverse patient effects were reported.